Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a benign stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2019, during a per protocol stent removal procedure, the physician attempted to remove the stent with a normal foreign body retrieval grasper. However, the stent buckled and was bent in the center during the attempted removal making it impossible to remove the stent. A spyscope was inserted to check the inside of the stent and tissue ingrowth through the stent cover was noted. The stent was unable to be removed and the patient will be re-scheduled for another ercp.

Manufacturer narrative:
Blocks a1, a3, b3, b5, g2, h6 (impact codes, patient codes, and device codes), and h10 were updated based on information received on december 15, 2021. Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: this complaint was reported by the patient's physician. The patient is being represented by (B)(6). Block h6: medical device problem code a0406 captures the reportable event of stent break. Medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a2101 captures the reportable event of labelled incorrect. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a1409 captures the reportable event of stent blocked/ occluded. Impact code f23 captures the additional intervention performed to attempt to remove the stent and dilate the stent. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 28, 2019 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a benign stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2019, during a per protocol stent removal procedure, the physician attempted to remove the stent with a normal foreign body retrieval grasper. However, the stent buckled and was bent in the center during the attempted removal making it impossible to remove the stent. A spyscope was inserted to check the inside of the stent and tissue ingrowth through the stent cover was noted. The stent was unable to be removed and the patient will be re-scheduled for another ercp. **additional information received on december 15, 2021** on (B)(6) 2019, a computed tomography (CT) scan was obtained and showed the stent was proximally migrated and was partially occluded at the distal end. On (B)(6) 2019, the patient underwent another ercp procedure due to increase in abdominal pain and poor food intolerance. During the procedure, the physician attempted to remove the initially presumed fully covered metal stent but was unsuccessful. Upon inspection the physician believed the stent was an uncovered metal stent. The attempt to remove the stent caused stent distortion and narrowing. The main bile duct was partially obstructed by the migrated stent. Direct cholangioscopy was performed and a 4-7 fr graduated dilator and a cre balloon were used; however, the dilators could not pass through the stent. Additionally, no significant bile was seen flowing off the area. The patient was asymptomatic at this time. On (B)(6) 2019, the physician stated that the stent implanted on (B)(6) 2018 labeled as "fully covered" appeared to be an uncovered metal stent; in the physician's assessment the stent either lost the stent cover or the stent was mislabeled and was an uncovered metal stent. Since the implantation, the patient has also experienced excruciating pain, inability to digest food, extreme weight loss, vomiting and defecation. The patient's deterioration of overall condition and health has led the patient to be unable to work or socialize causing isolation and loneliness.

Event description:
It was reported to boston scientific corporation on may 28, 2019 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a benign stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2018. According to the complainant, on (B)(6) 2019, during a per protocol stent removal procedure, the physician attempted to remove the stent with a normal foreign body retrieval grasper. However, the stent buckled and was bent in the center during the attempted removal making it impossible to remove the stent. A spyscope was inserted to check the inside of the stent and tissue ingrowth through the stent cover was noted. The stent was unable to be removed and the patient will be re-scheduled for another ercp. Additional information received on december 15, 2021 on april 29, 2019, a computed tomography (CT) scan was obtained and showed the stent was proximally migrated and was partially occluded at the distal end. On (B)(6) 2019, the patient underwent another ercp procedure due to increase in abdominal pain and poor food intolerance. During the procedure, the physician attempted to remove the initially presumed fully covered metal stent but was unsuccessful. Upon inspection the physician believed the stent was an uncovered metal stent. The attempt to remove the stent caused stent distortion and narrowing. The main bile duct was partially obstructed by the migrated stent. Direct cholangioscopy was performed and a 4-7 fr graduated dilator and a cre balloon were used; however, the dilators could not pass through the stent. Additionally, no significant bile was seen flowing off the area. The patient was asymptomatic at this time. On may 29, 2019, the physician stated that the stent implanted on (B)(6) 2018 labeled as "fully covered" appeared to be an uncovered metal stent; in the physician's assessment the stent either lost the stent cover or the stent was mislabeled and was an uncovered metal stent. Since the implantation, the patient has also experienced excruciating pain, inability to digest food, extreme weight loss, vomiting and defecation. The patient's deterioration of overall condition and health has led the patient to be unable to work or socialize causing isolation and loneliness. Additional information received on february 03, 2022 on (B)(6) 2019, the biliary stent was noted to have re-expanded when compared to the previous fluoroscopy images. A 10 mm x 8 cm fully covered metal stent was placed through the existing biliary stent. Both stents will be attempted to be removed in follow-up. On (B)(6) 2020, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The previously placed 10 mm x 8 cm fully covered metal stent was removed using a rat tooth forceps and snare; the original metal biliary stent remained in place. A 10 mm x 6cm transpapillary covered metal stent was placed for bile duct drainage. On september 29, 2020, computed tomography (CT) scan and laboratory tests were performed due to increasing abdominal pain and inability to eat without causing abdominal pain. Pneumobilia, stable prominence of the central intrahepatic bile ducts, scattered splenic calcified granulomas, mild peripancreatic fat stranding and fluid adjacent to the pancreatic head and right gerota's fascia and small amount of free fluid in the retroperitoneum were noted. On (B)(6) 2020, the patient transitioned his care at swedish medical center. The physician reported the original stent will unlikely be able to be removed and the physician does not believe that surgery is a viable option. On (B)(6) 2021, episodes of severe abdominal pain that "electroshocks" the patient for 2 to 3 minutes at a time were reported. Patient's weight has decreased since february 2021 and the patient only tries to consume liquids due to abdominal pain. The patient's energy levels are very low and it was reported that the patient does not enjoy life anymore as he is unable to perform any activities and has to be very careful about his movements all the time.

Manufacturer narrative:
Block a2, b5 and b7 were updated based on the additional information received on february 03, 2022. This complaint was reported by the patient's physician. The patient is being represented by lawyers james j holland and sims g weymuller from schroeter goldmark & bender. Medical device problem code (B)(6) captures the reportable event of stent break. Medical device problem code (B)(6) captures the reportable event of stent migration. Medical device problem code (B)(6) captures the reportable event of labelled incorrect. Medical device problem code (B)(6) captures the reportable event of stent difficult to remove. Medical device problem code (B)(6) captures the reportable event of stent blocked/ occluded. Impact code f23 captures the additional intervention performed to attempt to remove the stent, dilate the stent, as well as stent in stent placement and other ercp procedures in relation to the stent. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b5 was updated based on the additional information received on august 10, 2022. Block e1: this complaint was reported by the patient's physician. The patient is being represented by (B)(6). Block h6: medical device problem code a0406 captures the reportable event of stent break. Medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a2101 captures the reportable event of labelled incorrect. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a1409 captures the reportable event of stent blocked/ occluded. Impact code f23 captures the additional intervention performed to attempt to remove the stent, dilate the stent, as well as stent in stent placement and other ercp procedures in relation to the stent. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 28, 2019 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a benign stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2019, during a per protocol stent removal procedure, the physician attempted to remove the stent with a normal foreign body retrieval grasper. However, the stent buckled and was bent in the center during the attempted removal making it impossible to remove the stent. A spyscope was inserted to check the inside of the stent and tissue ingrowth through the stent cover was noted. The stent was unable to be removed and the patient will be re-scheduled for another ercp. **additional information received on december 15, 2021** on april 29, 2019, a computed tomography (CT) scan was obtained and showed the stent was proximally migrated and was partially occluded at the distal end. On may 22, 2019, the patient underwent another ercp procedure due to increase in abdominal pain and poor food intolerance. During the procedure, the physician attempted to remove the initially presumed fully covered metal stent but was unsuccessful. Upon inspection the physician believed the stent was an uncovered metal stent. The attempt to remove the stent caused stent distortion and narrowing. The main bile duct was partially obstructed by the migrated stent. Direct cholangioscopy was performed and a 4-7 fr graduated dilator and a cre balloon were used; however, the dilators could not pass through the stent. Additionally, no significant bile was seen flowing off the area. The patient was asymptomatic at this time. On may 29, 2019, the physician stated that the stent implanted on (B)(6) 2018 labeled as "fully covered" appeared to be an uncovered metal stent; in the physician's assessment the stent either lost the stent cover or the stent was mislabeled and was an uncovered metal stent. Since the implantation, the patient has also experienced excruciating pain, inability to digest food, extreme weight loss, vomiting and defecation. The patient's deterioration of overall condition and health has led the patient to be unable to work or socialize causing isolation and loneliness. **additional information received on february 03, 2022** on november 14, 2019, the biliary stent was noted to have re-expanded when compared to the previous fluoroscopy images. A 10 mm x 8 cm fully covered metal stent was placed through the existing biliary stent. Both stents will be attempted to be removed in follow-up. On (B)(6) 2020, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The previously placed 10 mm x 8 cm fully covered metal stent was removed using a rat tooth forceps and snare; the original metal biliary stent remained in place. A 10 mm x 6cm transpapillary covered metal stent was placed for bile duct drainage. On (B)(6) 2020, computed tomography (CT) scan and laboratory tests were performed due to increasing abdominal pain and inability to eat without causing abdominal pain. Pneumobilia, stable prominence of the central intrahepatic bile ducts, scattered splenic calcified granulomas, mild peripancreatic fat stranding and fluid adjacent to the pancreatic head and right gerota's fascia and small amount of free fluid in the retroperitoneum were noted. On (B)(6) 2020, the patient transitioned his care at swedish medical center. The physician reported the original stent will unlikely be able to be removed and the physician does not believe that surgery is a viable option. On (B)(6) 2021, the patient reported episodes of severe abdominal pain that "electroshocks" the patient for 2 to 3 minutes at a time. Patient's weight has decreased since february 2021 and only tries to consume liquids due to abdominal pain. The patient's energy levels are very low and it was reported that the patient does not enjoy life anymore as he is unable to perform any activities and has to be very careful about his movements all the time. **additional information received on may 16, 2022** on march 23, 2022, an endoscopic retrograde cholangiopancreatography (ercp) for stent exchange procedure was performed by dr. John j. Brandabur at the swedish first hill. The two previously placed 10mmx6cm metal stents were seen at the major papilla. The stent placed on may 8, 2020 was removed using a raptor grasping device. A biliary tree balloon sweep was performed through the original stent which was noted to be deeply cannulated stent. A new 8mm x 8cm transpapillary covered metal stent was placed 6.5 cm into the common bile duct inside the pre-existing metal stent. At the completion of the procedure, it was confirmed that the stent was in a good position and the bile was flowing through. **additional information received on august 10, 2022** it was reported that three experienced interventional endoscopists, dr. John j. Brandabur swedish medical center, washington, dr. Bryan balmadrid harborview medical center seattle washington and dr. Michael saunders university of washington, attempted to remove the stent and failed.

Manufacturer narrative:
Block b5 was updated based on the additional information received on may 16, 2022. Block e1: this complaint was reported by the patient's physician. The patient is being represented by lawyers (B)(6) from schroeter goldmark & bender. Block h6: medical device problem code a0406 captures the reportable event of stent break. Medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a2101 captures the reportable event of labelled incorrect. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a1409 captures the reportable event of stent blocked/ occluded. Impact code f23 captures the additional intervention performed to attempt to remove the stent, dilate the stent, as well as stent in stent placement and other ercp procedures in relation to the stent. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 28, 2019 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a benign stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2019, during a per protocol stent removal procedure, the physician attempted to remove the stent with a normal foreign body retrieval grasper. However, the stent buckled and was bent in the center during the attempted removal making it impossible to remove the stent. A spyscope was inserted to check the inside of the stent and tissue ingrowth through the stent cover was noted. The stent was unable to be removed and the patient will be re-scheduled for another ercp. Additional information received on december 15, 2021. On april 29, 2019, a computed tomography (CT) scan was obtained and showed the stent was proximally migrated and was partially occluded at the distal end. On (B)(6) 2019, the patient underwent another ercp procedure due to increase in abdominal pain and poor food intolerance. During the procedure, the physician attempted to remove the initially presumed fully covered metal stent but was unsuccessful. Upon inspection the physician believed the stent was an uncovered metal stent. The attempt to remove the stent caused stent distortion and narrowing. The main bile duct was partially obstructed by the migrated stent. Direct cholangioscopy was performed and a 4-7 fr graduated dilator and a cre balloon were used; however, the dilators could not pass through the stent. Additionally, no significant bile was seen flowing off the area. The patient was asymptomatic at this time. On may 29, 2019, the physician stated that the stent implanted on (B)(6) 2018 labeled as "fully covered" appeared to be an uncovered metal stent; in the physician's assessment the stent either lost the stent cover or the stent was mislabeled and was an uncovered metal stent. Since the implantation, the patient has also experienced excruciating pain, inability to digest food, extreme weight loss, vomiting and defecation. The patient's deterioration of overall condition and health has led the patient to be unable to work or socialize causing isolation and loneliness. Additional information received on february 03, 2022. On november 14, 2019, the biliary stent was noted to have re-expanded when compared to the previous fluoroscopy images. A 10 mm x 8 cm fully covered metal stent was placed through the existing biliary stent. Both stents will be attempted to be removed in follow-up. On (B)(6) 2020, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The previously placed 10 mm x 8 cm fully covered metal stent was removed using a rat tooth forceps and snare; the original metal biliary stent remained in place. A 10 mm x 6cm transpapillary covered metal stent was placed for bile duct drainage. On (B)(6) 2020, computed tomography (CT) scan and laboratory tests were performed due to increasing abdominal pain and inability to eat without causing abdominal pain. Pneumobilia, stable prominence of the central intrahepatic bile ducts, scattered splenic calcified granulomas, mild peripancreatic fat stranding and fluid adjacent to the pancreatic head and right gerota's fascia and small amount of free fluid in the retroperitoneum were noted. On (B)(6) 2020, the patient transitioned his care at (B)(6) medical center. The physician reported the original stent will unlikely be able to be removed and the physician does not believe that surgery is a viable option. On (B)(6) 2021, episodes of severe abdominal pain that "electroshocks" the patient for 2 to 3 minutes at a time were reported. Patient's weight has decreased since (B)(6) 2021 and the patient only tries to consume liquids due to abdominal pain. The patient's energy levels are very low and it was reported that the patient does not enjoy life anymore as he is unable to perform any activities and has to be very careful about his movements all the time. Additional information received on may 16, 2022. On (B)(6) 2022, an endoscopic retrograde cholangiopancreatography (ercp) for stent exchange procedure was performed by dr. (B)(6) at the (B)(6). The two previously placed 10mmx6cm metal stents were seen at the major papilla. The stent placed on (B)(6) 2020 was removed using a raptor grasping device. A biliary tree balloon sweep was performed through the original stent which was noted to be deeply cannulated stent. A new 8mm x 8cm transpapillary covered metal stent was placed 6.5 cm into the common bile duct inside the pre-existing metal stent. At the completion of the procedure, it was confirmed that the stent was in a good position and the bile was flowing through.

Manufacturer narrative:
Block e1: this complaint was reported by the patient's physician. The patient is being represented by lawyers (B)(6) from (B)(6). Block h6: medical device problem code a0406 captures the reportable event of stent break. Medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a2101 captures the reportable event of labelled incorrect. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a1409 captures the reportable event of stent blocked/ occluded. Impact code f23 captures the additional intervention performed to attempt to remove the stent, dilate the stent, as well as stent in stent placement and other ercp procedures in relation to the stent. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: h6 (patient codes) has been corrected following a review which determined abdominal pain, weight fluctuations, vomiting, feeding problem, and depression are related to the patient's medical condition and/or pre-existing condition before the wallflex stent was placed and were added in error.

Event description:
It was reported to boston scientific corporation on may 28, 2019 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a benign stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on september 10, 2018. According to the complainant, on (B)(6), 2019, during a per protocol stent removal procedure, the physician attempted to remove the stent with a normal foreign body retrieval grasper. However, the stent buckled and was bent in the center during the attempted removal making it impossible to remove the stent. A spyscope was inserted to check the inside of the stent and tissue ingrowth through the stent cover was noted. The stent was unable to be removed and the patient will be re-scheduled for another ercp. Additional information received on december 15, 2021 on (B)(6), 2019, a computed tomography (CT) scan was obtained and showed the stent was proximally migrated and was partially occluded at the distal end. On (B)(6), 2019, the patient underwent another ercp procedure due to increase in abdominal pain and poor food intolerance. During the procedure, the physician attempted to remove the initially presumed fully covered metal stent but was unsuccessful. Upon inspection the physician believed the stent was an uncovered metal stent. The attempt to remove the stent caused stent distortion and narrowing. The main bile duct was partially obstructed by the migrated stent. Direct cholangioscopy was performed and a 4-7 fr graduated dilator and a cre balloon were used; however, the dilators could not pass through the stent. Additionally, no significant bile was seen flowing off the area. The patient was asymptomatic at this time. On (B)(6), 2019, the physician stated that the stent implanted on (B)(6), 2018 labeled as "fully covered" appeared to be an uncovered metal stent; in the physician's assessment the stent either lost the stent cover or the stent was mislabeled and was an uncovered metal stent. Since the implantation, the patient has also experienced excruciating pain, inability to digest food, extreme weight loss, vomiting and defecation. The patient's deterioration of overall condition and health has led the patient to be unable to work or socialize causing isolation and loneliness. Additional information received on february 03, 2022 on (B)(6), 2019, the biliary stent was noted to have re-expanded when compared to the previous fluoroscopy images. A 10 mm x 8 cm fully covered metal stent was placed through the existing biliary stent. Both stents will be attempted to be removed in follow-up. On (B)(6) 2020, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The previously placed 10 mm x 8 cm fully covered metal stent was removed using a rat tooth forceps and snare; the original metal biliary stent remained in place. A 10 mm x 6cm transpapillary covered metal stent was placed for bile duct drainage. On (B)(6) 2020, computed tomography (CT) scan and laboratory tests were performed due to increasing abdominal pain and inability to eat without causing abdominal pain. Pneumobilia, stable prominence of the central intrahepatic bile ducts, scattered splenic calcified granulomas, mild peripancreatic fat stranding and fluid adjacent to the pancreatic head and right gerota's fascia and small amount of free fluid in the retroperitoneum were noted. On (B)(6) 2020, the patient transitioned his care at swedish medical center. The physician reported the original stent will unlikely be able to be removed and the physician does not believe that surgery is a viable option. On (B)(6), 2021, episodes of severe abdominal pain that "electroshocks" the patient for 2 to 3 minutes at a time were reported. Patient's weight has decreased since (B)(6) 2021 and the patient only tries to consume liquids due to abdominal pain. The patient's energy levels are very low and it was reported that the patient does not enjoy life anymore as he is unable to perform any activities and has to be very careful about his movements all the time. Additional information received on may 16, 2022 on (B)(6), 2022, an endoscopic retrograde cholangiopancreatography (ercp) for stent exchange procedure was performed by dr. John j. Brandabur at the swedish first hill. The two previously placed 10mmx6cm metal stents were seen at the major papilla. The stent placed on (B)(6), 2020 was removed using a raptor grasping device. A biliary tree balloon sweep was performed through the original stent which was noted to be deeply cannulated stent. A new 8mm x 8cm transpapillary covered metal stent was placed 6.5 cm into the common bile duct inside the pre-existing metal stent. At the completion of the procedure, it was confirmed that the stent was in a good position and the bile was flowing through.